Manufacturer narrative:
Additional information: b5

Event description:
Additional information received noted the patient presented remotely via merlin.net. Upon investigation, pacemaker was found in backup vvi mode again on (B)(6)2020 . The patient had a MRI performed on (B)(6)2020 . The device was successfully recovered. The pacemaker was found back in backup vvi mode for the third unexplained time. No intervention has been made. The patient was stable.

Manufacturer narrative:
The reported events of backup mode and no pacing output were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Testing of the hybrid circuitry indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the pacemaker was found in backup vvi mode. The device was restored. The patient was stable.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Additional information received noted the patient presented in clinic for a change-out procedure. It was noted the pacemaker was not functioning at all, and no pacing was present. The patient was in heart block and had an escape rhythm in the 30s. The pacemaker was explanted and replaced. The patient was stable post-procedure.